Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. In 2016, the patient experienced pelvic infection (serious criteria medically significant and clinically significant/intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("prolonged menses") and migraine ("severe migraines"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy). Essure was withdrawn. At the time of the report, the pelvic infection, abdominal pain lower, back pain, dyspareunia, menorrhagia and migraine outcome was unknown and the procedural pain outcome was unknown. The reporter considered pelvic infection, abdominal pain lower, back pain, dyspareunia, menorrhagia, migraine and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2014: hysterosalpingogram result was fallopian tubes fully occluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced infections, amongst non-serious events. Plaintiff underwent a bilateral salpingectomy with removal of implants. The event, regarded as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the information provided and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic perineal pain (intermittent)"), pelvic infection ("infections"), genital haemorrhage ("abnormal bleeding (general)") and bipolar disorder ("bipolar disorder") in a 31-year-old female patient who had essure (batch no. 29025dd, b82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2002, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), premature delivery, depression, lsil, caffeine consumption, ex-smoker, anxiety, hair loss, post-traumatic stress disorder, bipolar disorder, schizophrenia and weight loss. No prior history of migraines. Her urine pregnancy test was negative. Previously administered products included for contraception: oral contraceptive nos from 2002 to(B)(6) 2012 and depo provera in 2002; for an unreported indication: lidocaine and betadine. Past adverse reactions to the above products included menstrual disorder with depo provera; and pregnancy with oral contraceptive nos. Concurrent conditions included body mass index normal. Family history included depression (mother), kidney failure (mother), diabetes mellitus (mother) and cardiovascular disease, unspecified (mother). Concomitant products included diazepam since (B)(6) 2016, lamotrigine since (B)(6) 2016 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months 7 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / pain, lower abdominal area"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("severe migraines / migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes") with mood swings and hot flush, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("headaches") and nausea ("nausea"). In 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and menorrhagia ("prolonged menses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), procedural pain ("painful post-operative recovery") and perineal pain ("perineal pain"). The patient was treated with antibiotics, surgery (laparoscopic bilateral salpingectomy with removal of essure via laparoscope, cautery of endometrisis) and surgery (laparoscopic bilateral salpingectomy with removal of essure via laparoscope, cautery of endometrisis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bipolar disorder, female sexual dysfunction, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, headache and nausea had resolved and the pelvic infection, abdominal pain lower, back pain, dyspareunia, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, bipolar disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, perineal pain, procedural pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition, did not claimed essure caused birth defects . Essure removal date also reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. In (B)(6) 2013, she had us bio which had impression of single living intrauterine gestation, with estimated gestational age of 36 weeks, 3 days. Afi is within normal limits. On (B)(6) 2014, she had hysterosalpingogram reveled that preliminary scout view shows a coil to the right and one to the left of midline. Impression of successful occlusion of the fallopian tubes using essure coils has been demonstrated with this hysterosalpingogram. On (B)(6) 2016, surgical pathological report on gross description container a: submitted in formalin and designated "bilateral fallopian tubes". Received are several pieces of fallopian tubes, ranging from 1.5- 3.7 cm in length and each averaging 0.4 cm in diameter. Each segment is surfaced by a variegated pink,· purple serosa with minimal fibrous adhesions. The fimbria are unremarkable. Also present in the specimen container are 2 segments of essure coils measuring up to 5.5 cm in length .. Random representative sections as follows: a1 one fallopian tube, a2 contralateral fallopian tube. Current weight was 100.00 lbs. Most recent follow-up information incorporated above includes: on 11-apr-2018: plaintiff fact sheet and medical records received. Essure lot number added and stop date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic perineal pain(intermittent)"), pelvic infection ("infections"), genital haemorrhage ("abnormal bleeding (general)") and bipolar disorder ("bipolar disorder") in a (B)(6) year-old female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2002, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013) and premature delivery. No prior history of migraines. Previously administered products included for contraception: oral contraceptive nos from 2002 to (B)(6) 2012 and depo provera in 2002. Past adverse reactions to the above products included menstrual disorder with depo provera; and pregnancy with oral contraceptive nos. Concurrent conditions included body mass index normal. Concomitant products included diazepam since (B)(6) 2016 and lamotrigine since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months 7 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / pain, lower abdominal area"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("severe migraines / migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes") with mood swings and hot flush, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("headaches") and nausea ("nausea"). In 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and menorrhagia ("prolonged menses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant) and procedural pain ("painful post-operative recovery"). The patient was treated with antibiotics, surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bipolar disorder, female sexual dysfunction, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, headache and nausea had resolved and the pelvic infection, abdominal pain lower, back pain, dyspareunia, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, bipolar disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, procedural pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition, did not claimed essure caused birth defects . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. (B)(6) 2014 : hysterosalpingogram : successful occlusion of the fallopian tubes using essure coils has been demonstrated. Current weight : (B)(6) lbs approximate weight at the time of essure placement: (B)(6) ibs most recent follow-up information incorporated above includes: on 9-feb-2018: events- "abnormal bleeding, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, hormonal changes, bladder infection, urinary tract infection, vaginal infection, headaches, nausea, vaginal discharge, bipolar disorder, pelvic perineal pain(intermittent), mood swings, hot flashes", lot number, reporter, historical condition, concomittant drug added from pfs.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic perineal pain(intermittent)"), pelvic infection ("infections"), genital haemorrhage ("abnormal bleeding (general)") and bipolar disorder ("bipolar disorder") in a 31-year-old female patient who had essure (batch no. B82473, 29025dd-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2002, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), premature delivery, depression, lsil, caffeine consumption, ex-smoker, anxiety, hair loss, post-traumatic stress disorder, bipolar disorder, schizophrenia and weight loss. No prior history of migraines. Her urine pregnancy test was negative. Previously administered products included for contraception: oral contraceptive nos from 2002 to (B)(6) 2012 and depo provera in 2002; for an unreported indication: lidocaine and betadine. Past adverse reactions to the above products included menstrual disorder with depo provera; and pregnancy with oral contraceptive nos. Concurrent conditions included body mass index normal. Family history included depression (mother), kidney failure (mother), diabetes mellitus (mother) and cardiovascular disease, unspecified (mother). Concomitant products included diazepam since (B)(6) 2016, lamotrigine since (B)(6) 2016 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months 7 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / pain, lower abdominal area"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("severe migraines / migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes") with mood swings and hot flush, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("headaches") and nausea ("nausea"). In 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and menorrhagia ("prolonged menses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), procedural pain ("painful post-operative recovery") and perineal pain ("perineal pain"). The patient was treated with antibiotics, surgery (laparoscopic bilateral salpingectomy with removal of essure via laparoscope, cautery of endometrisis) and surgery (laparoscopic bilateral salpingectomy with removal of essure via laparoscope, cautery of endometrisis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bipolar disorder, female sexual dysfunction, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, headache and nausea had resolved and the pelvic infection, abdominal pain lower, back pain, dyspareunia, menorrhagia, migraine, procedural pain and perineal pain outcome was unknown. The reporter considered abdominal pain lower, back pain, bipolar disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, perineal pain, procedural pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition, did not claimed essure caused birth defects . Essure removal date also reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. In (B)(6) 2013, she had us bio which had impression of single living intrauterine gestation, with estimated gestational age of 36 weeks, 3 days. Afi is within normal limits. On (B)(6) 2014, she had hysterosalpingogram reveled that preliminary scout view shows a coil to the right and one to the left of midline. Impression of successful occlusion of the fallopian tubes using essure coils has been demonstrated with this hysterosalpingogram. On (B)(6) 2016, surgical pathological report on gross description container a: submitted in formalin and designated "bilateral fallopian tubes". Received are several pieces of fallopian tubes, ranging from 1.5- 3.7 cm in length and each averaging 0.4 cm in diameter. Each segment is surfaced by a variegated pink,· purple serosa with minimal fibrous adhesions. The fimbria are unremarkable. Also present in the specimen container are 2 segments of essure coils measuring up to 5.5 cm in length .. Random representative sections as follows: a1 one fallopian tube, a2 contralateral fallopian tube. Current weight was 100.00 lbs. Lot number 29025dd reported is not valid. Lot number:b82473. Manufacture date: 14-10-2013. Expiration date: 31-10-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic perineal pain(intermittent)"), pelvic infection ("infections"), genital haemorrhage ("abnormal bleeding (general)") and bipolar disorder ("bipolar disorder") in a (B)(6) year-old female patient who had essure (batch no. 29025dd) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2002, (B)(6) 2010, (B)(6) 2012, (B)(6) 2013), premature delivery, depression, lsil, caffeine consumption, ex-smoker, anxiety, hair loss, post-traumatic stress disorder, bipolar disorder, schizophrenia and weight loss. No prior history of migraines. Her urine pregnancy test was negative. Previously administered products included for contraception: oral contraceptive nos from 2002 to (B)(6) 2012 and depo provera in 2002; for an unreported indication: lidocaine and betadine. Past adverse reactions to the above products included menstrual disorder with depo provera; and pregnancy with oral contraceptive nos. Concurrent conditions included body mass index normal. Family history included depression (mother), kidney failure (mother), diabetes mellitus (mother) and cardiovascular disease, unspecified (mother). Concomitant products included diazepam since (B)(6) 2016, lamotrigine since (B)(6) 2016 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months 7 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / pain, lower abdominal area"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("severe migraines / migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes") with mood swings and hot flush, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, headache ("headaches") and nausea ("nausea"). In 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and menorrhagia ("prolonged menses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant) and procedural pain ("painful post-operative recovery"). The patient was treated with antibiotics, surgery (laparoscopic bilateral salpingectomy with removal of essure via laparoscope, cautery of endometrisis) and surgery (laparoscopic bilateral salpingectomy with removal of essure via laparoscope, cautery of endometrisis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bipolar disorder, female sexual dysfunction, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, headache and nausea had resolved and the pelvic infection, abdominal pain lower, back pain, dyspareunia, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, bipolar disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, procedural pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition, did not claimed essure caused birth defects . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. In (B)(6) 2013, she had us bio which had impression of single living intrauterine gestation, with estimated gestational age of 36 weeks, 3 days. Afi is within normal limits. On (B)(6) 2014, she had hysterosalpingogram reveled that preliminary scout view shows a coil to the right and one to the left of midline. Impression of successful occlusion of the fallopian tubes using essure coils has been demonstrated with this hysterosalpingogram. On (B)(6) 2016, surgical pathological report on gross description container a: submitted in formalin and designated "bilateral fallopian tubes". Received are several pieces of fallopian tubes, ranging from 1.5- 3.7 cm in length and each averaging 0.4 cm in diameter. Each segment is surfaced by a variegated pink,· purple serosa with minimal fibrous adhesions. The fimbria are unremarkable. Also present in the specimen container are 2 segments of essure coils measuring up to 5.5 cm in length .. Random representative sections as follows: a1 one fallopian tube, a2 contralateral fallopian tube. Current weight was (B)(6) lbs. Most recent follow-up information incorporated above includes: on 12-feb-2018: reporters added case become medically confirmed. Historical condition, historical drug, family history, concomitant drugs were added. Suspect drug inaction and lot number as 29025dd (expiration date was 05-jan-2015). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced infections, amongst non-serious events. Plaintiff underwent a bilateral salpingectomy with removal of implants. The event, regarded as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the information provided and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.